Event description:
Pt had essure procedure (B)(6) 2013. Pt states she has had pain since the placement of the essure devices. Pt requested removal of essure devices. On (B)(6) 2013, physician removed essure devices via hysteroscope. Physician also found left essure device had perforated uterus. At time of surgery, pt also had tubal ligation. Physician states pts condition was caused by essure device. Pt pain has resolved post procedure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.